Manufacturer narrative:
The evaluation found an overbend in the proximal shaft; the channel wall was lifted, no leak; debris was found on the vertebrae; and broken image and light fibers. Our field service specialist performed an in-service and found several areas for process improvements within the facility that will help them with infection control in the future.

Event description:
Two flexible cystoscopes were used in cases back in (B)(6) 2021 and possibly early (B)(6)2021, and the facility believes they may be passing infections to the patients. Customer believes that 5 to 7 patients contracted an infection but was unable to verify exact quantity of patient infections. Customer returned two different model cystoscopes that they believed were involved in the cases, model #'s 11272cuk1 and 11272ck2, and we previously submitted two reports, one for each model (report #1221826-2021-00051 and report #1221826-2021-00054) . This report is for the case #5 of the of seven cases.